Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall around the same time as a right ventricular (rv) lead polarity switch. It was also reported the rv lead had the following issues: fracture, high impedance, intermittent over-sensing and noise that is clearly visible with isometrics. It was also noted the patient reported pre-syncope. The lead was capped and replaced. No further patient complications have been reported as a result of this event.